Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated dates. The UDI is unknown because the part number and lot number was not provided. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effects of arrhythmias, endocarditis, fever, hemorrhage, myocardial infarction, renal failure, mitral valve tissue damage, worsening heart failure and respiratory failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: relation of hospital volume with in-hospital and 90-day outcomes after transcatheter mitral valve repair using mitraclip.

Event description:
This is filed to report hemorrhage, renal failure, stroke, myocardial infarction, arrhythmia, respiratory failure, vascular injury, endocarditis and congestive heart failure, resulting in prolonged hospitalization, medical and surgical intervention. It was reported through a research article titled, relation of hospital volume with in-hospital and 90-day outcomes after transcatheter mitral valve repair using mitraclip, identifying mitraclip devices that may be related to hemorrhage, renal failure, stroke, myocardial infarction, arrhythmia, respiratory failure, vascular injury, endocarditis and congestive heart failure, resulting in prolonged hospitalization, blood transfusion, percutaneous coronary intervention, and mitral valve surgery. Specific patient information is unknown. No additional information was provided.